Event description:
An infection in the area of the hip required a revision surgery to swap out the head an liner on a total hip. The doctor reported high levels of wear on the trunnion/head connection. In addition to high levels of wear metallosis was reported.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer